Event description:
On (B)(6) 2012, it was reported that the patient died on (B)(6) 2012. According to the death certificate, the cause of death was multi-factorial: acute respiratory failure (two weeks), organizing pneumonia (ten days), diabetic ketoacidosis, and hyperglycemic hyperosmolar state. The reporter stated that on (B)(6) 2012 the patient was found unconscious at home, was taken to the hospital, and admitted to the ICU; she was placed and remained on life support until her death about two weeks later. It was said that the insulin pump was removed at the time of admission to the hospital. The reporter stated that the pump was not implicated in the patient's death. However, the reporter was not able to provide any additional details regarding events leading up to the hospitalization or the names of the physicians who treated the patient. This complaint is being reported because the pump malfunction, defect, or use error cannot be ruled out as a cause or contributor to the patient's death.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1, date of submission 09/18/2012, device evaluation: the patient's insulin infusion pump was returned and evaluated by product analysis on 08/20/2012 with the following findings: the black box was reviewed from (B)(6) 2012. An unconfirmed replace cartridge alarm was the last entry on (B)(6) 2012; pump delivery was not resumed. The daily insulin delivery totals were reviewed prior to the replace cartridge alarm and correctly reflected the user's programmed basal rates. No pump conditions or alarms representing a malfunction were recorded in the alarm history. A normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history. The pump was tested on a 29 hour flow accuracy test and was found to be delivering within specifications. In summary, there were no observed malfunctions or defects in the insulin delivery functionality of this pump.